Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31751690l and no internal actions related to the complaint were found during the review. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation and right sided atrial flutter ablation procedure with a varipulse¿ bi-directional catheter and a qdot micro catheter and experienced a cerebrovascular accident which required surgical intervention. The patient had a previous procedure 11 months ago; the veins and cavotricuspid isthmus (cti) line was done with a sphere-9 catheter in a medtronic affera procedure. The patient presented to the procedure room, for the redo procedure in a right sided flutter, the physician ablated on right side using a qdot micro catheter on the cti line. The activated clotting time before the procedure was 356. After ablating the right side, they went left sided to check the vein. They did the veins, cti line and then went transseptal. They checked the veins, pre-mapped with octaray¿ catheter and noticed the veins were not isolated from the prior ablation. They used the varipulse¿ catheter on both left and right-side veins and repulse the left superior pulmonary vein due to concern for exit. They switched to the octaray catheter and noticed there was still signal on left superior vein, so they ablated again with varipulse, felt good contact on the lesions and finished with the left sided ablation. They returned to the right side and noticed an area on the cti line that did not have bidirectional block, they ablated an additional line with the qdot micro catheter and still felt no block, so the sphere-9 catheter was pulled and ablated on the cti line using pulse field ablation (pfa) energy only. During this portion of the ablation nitro was given and the procedure concluded. There were 14 pfa lesions with varipulse (5 in left superior pulmonary vein 3 in left inferior pulmonary vein, 4 in right superior pulmonary vein, 2 in right inferior pulmonary vein), 24 radiofrequency lesions with qdot and 2 pfa lesions with sphere-9. Last recorded act was 3:56 and the patient was therapeutic during the entire ablation. Later that evening the patient was transferred to recovery; the patient woke up with left arm paralysis and slurred speech. The patient was given an unspecified scan to confirm and reported a stroke (acute embolic event) in the right middle cerebral artery (mca) and noted it was a focal area. A clot was noticed on the right mca, a thrombectomy was the medical intervention provided to the patient to remove a thrombus. An unknown medication was also administered to the patient. The patient¿s last know status was stable, able to move their left arm but no feeling in three fingers. The patient required extended hospitalization. The patient¿s condition has improved, and the patient was discharged to rehab. A month prior to the procedure the patient was admitted to the hospital with left arm weakness, slurred speech and left against medical advice. A scan at that time showed right mca narrowing. The physician was not aware of this prior to the procedure, as information was not provided by the patient. The physician¿s opinion on the cause of the event is that this was an acute on chronic event. She believes that there was something underlying, but this procedure exacerbated it.